Event description:
It was reported by service report that the head section was not releasing. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Head section release mechanism.